Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), rash ("excessive rashes") and fatigue ("chronic fatigue"). At the time of the report, the pelvic pain, pelvic discomfort, back pain, abdominal pain, rash and fatigue had not resolved. The reporter considered abdominal pain, back pain, fatigue, pelvic discomfort, pelvic pain and rash to be related to essure. The reporter commented: 1 coil visible in the right uterine cavity after insertion and 9 coils left in the uterus visible. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: reporter information, patient middle name, rcc notes were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.